Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 477 mg/dl. It was stated that the customer had a bent cannula, and he was experiencing unexplained high glucose for the past days. It was stated that the customer treated his high glucose level with the insulin pump and a manual injection. Troubleshooting was performed. The programing, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.